Event description:
The facility representative contacted a technical service representative to report an ipump that is "alarming at power up." This event occurred upon power up in biomed service. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an ipump with a "alarming at power up" issue was confirmed and reproduced during product evaluation. The assignable cause was determined to be a corroded micro-processing unit printer circuit board (mpu pcb). The mpu board was replaced in order to fix the reported condition.